Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed all functional testing including the self-test, error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with bolus and syringe. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump did not pass the high pressure test. The product was returned for analysis.